Event description:
Customer reports that he obtained a result of 94 mg/dl and ate supper. He also reports taking 25 units of 70/30 insulin as he normally does. He states that 5 hours later, he obtained the following results within 7 minutes: 497 mg/dl, 138 mg/dl, and 106 mg/dl. No action was taken based on back to back comparisons. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.